Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7138245.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite multiple reprogramming. The patient underwent a procedure wherein the leads were replaced. The patient was doing well postoperatively and the explanted devices will not be returned.